Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/3/2023, it was reported by a sales representative via email that the sutures from an ar-8925t syndesmosis tightrope xp implant system broke during tensioning. The surgeon removed everything from inside the patient, including the buttons on the tibia and fibula. The case was completed using another ar-8925t syndesmosis tightrope xp implant system. This was discovered during a syndesmotic fixation procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.